Event description:
It was reported that a patient underwent a parastoma hernia repair procedure on (B)(6) 2012 and mesh was used. The patient developed an ileus (B)(6) 2012, and a second procedure was performed. The surgeon noted that there was no ingrowth of the mesh and it was only attached with the tackers. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.